Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneously cartridge and modular chemistry results generated by unicel dxc 800 pro clinical system. The erroneous results were reported out of the laboratory. The samples were retested on another unit and the results were within the established range. One patient was administered mg and the mg result was lower than expected.

Manufacturer narrative:
The samples were serum or plasma. Qc data was within specification prior to the event. A bci service replaced cartridge chemistry sample probe. Fse calibrated the unit and verified system performance. Since service visit the unit has been operating appropriately. A clear root cause cannot be determined for this event.